Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bioid scanner was not functioning. The issue affected multiple users despite repeated attempts, and a reboot was performed; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier (bio-ID) not recognized during login. A technical support specialist (tss) identified a potential driver installation issue with the lumidigm device service. The tss manually uninstalled the existing service and deployed the bio ID driver update package successfully. The tss disabled the bluetooth adapter and tested login. The bio ID functionality was verified with the customer. The system functioned as intended after technical support specialist troubleshot the device.